Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a single high out of range pacing impedance measurement. Subsequent measurements were within an acceptable range in unipolar. Low level noise was noted on the presenting electrogram (egm) but was not being sensed by the device. There was also a single beat that was not captured. However, a back-up pulse was delivered which did capture. Continued monitoring was discussed and a remote monitoring follow-up was scheduled. No adverse patient effects were reported.